Event description:
Customer reports via fax: a pt having CT procedure with contrast. IV access was a power port in the left chest. Optiray 320 contrast loaded in the injector and injection protocol of 0.08ml/sec for 20ml saline (patency check), 73ml contrast and 30ml saline set. Patency check was fine, but during injection, the 103ml of fluid infiltrated into the chest area around the port. Second IV access in the antecubital vein. Customer loaded injector with optiray 320 and initiated the same injection protocol. Patency check was fine, but during injection, the 103ml of fluid infiltrated into the ac area. CT nurse reports via phone, radiologist checked pt during both infiltration events. Hot/cold compress were applied. Pt observed for approx one hour. Pt left the dept doing fine. No negative outcome reported.

Manufacturer narrative:
Field service engineer evaluated injector and verified per the optivantage service manual that the system functions in accordance to MFR's specifications. The injector was put back into full operation.